Event description:
A customer reported that during surgery, the system often displayed occlusion. The handpiece was exchanged but the issue persisted. At the end of phacoemulsification, a complete occlusion occurred and the system was blocked, leading to overheating of handpiece. A patient experienced a corneal burn. The cassette and tubing were exchanged and the case was completed without further incident. Additional information has been requested.

Manufacturer narrative:
The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The system is equipped with visual and audible warning signals to alert the user of an occlusion; however the surgeon must recognize the signal and manually stop the ultrasound mode. Per the system operator's manual, it is written as a warning to the user that "the phaco occlusion bell indicates no aspiration flow. Use of high u/s settings and/or prolonged use may lead to thermal injury". With the information received, it is unknown how the occlusion occurred. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The customer's consumable complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause cannot be determined conclusively. (B)(4).